Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the valve is damaged. The inner bi-directional valve had been pushed through to the end of the valve; therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Description of the problem (what / why) - valve damaged. How many times did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - valve change. Photo / sample available - sample: yes. Safety valve broken / damaged / defective - damaged. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Impact on patient - valve change. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - 2022-05-20. Where is the catheter located: in the abdomen or chest? - abdomen. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker. Performed at - home. Additional information - none / not relevant.

Event description:
Description of the problem (what / why) ? Valve damaged. How many times did the defect occur? Once . Medical intervention (other than first aid)? Not required. Needle stick/probe stick? Not required. Other measures taken? Yes. Safety problem? No. Problem solved? Yes. How was the problem solved / additional information? Valve change. Photo / sample available? Sample: yes. Safety valve broken / damaged / defective? Damaged. Safety clamp open if valve broken. / damaged? No indication / not applicable. Safety valve lug broken / damaged? No indication / not applicable. Locking tab broken / damaged? No indication / not applicable. Leakage? No indication / not applicable. Successful drainage? Yes. Impact on patient? Valve change. Contact with blood / body fluids? No indication / not applicable. Change in course of treatment due to event? No indication of this / not applicable. Time spent in catheter? (B)(6) 2022. Where is the catheter located: in the abdomen or chest? Abdomen. Connected device? (Pleurx/peritx/brand) - 50-7050. Procedure performed by? Worker. Performed at? Home. Additional information? None / not relevant.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.